Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and programming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.